Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate high readings. The complaint was classified based on the customer care advocate (cca) documentation. According to the patient, the patient¿s doctor increased her insulin regimen due to high lfs meter readings. Since her insulin regimen increase, she feels sick and keeps bottoming out. On (B)(6) 2014 at 2:56 pm, the patient had symptoms of ¿sweaty, shaking, lightheaded, and nausea.¿ the patient was able to manage her diabetes with orange juice at the time of concern. Troubleshooting indicated that the patient reported blood glucose results of ¿75 mg/dl¿ with a lifescan meter and ¿59 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. The test strips were within the discard date. The unit of measurement was set correctly. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the patient¿s insulin was increased based on the lfs meter readings. The lfs product was replaced and requested back for investigation.